Manufacturer narrative:
Additional information was received on 2/4/2020, patient had an explantation on (B)(6) 2020. The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6)2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a rupture on the right breast gel implant. During visual evaluation of the sample a crease was noted in the posterior view. Within crease a tear was observed, measuring approximately 2.0 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 400cc mentor smooth round moderate plus profile memorygel breast implant catalog: 3504001bc lot: 6705598 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result patient has a planned explantation on (B)(6) 2020.